Manufacturer narrative:
H2) correction: d3 zip code corrected. G2 corrected. H2) device evaluation: h3, h6: no product was returned. The reported complaint could not be confirmed. If the product is returned this complaint will be reopened for further investigation. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacturing. No previous repair has been noted in the last 12 months.

Manufacturer narrative:
H2) correction: d3 zip code corrected to 55442. E1 initial reporter facility name corrected.

Manufacturer narrative:
H3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device had unresolvable hip alarm. There was patient involvement and no patient harm/adverse event reported.